Event description:
It was reported that the patient presented to the operating room for system implant procedure. During procedure, high capture threshold was observed on the right atrial lead. The lead was not implanted and the physician elected to implant another lead. The patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.